Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 20mm x 144cm coyote es was advanced for dilatation. During the procedure, the balloon ruptured upon first inflation at 14 atmospheres within 30 seconds. The balloon was removed, and the procedure was completed with another of same device. No complications were reported, and the patient was in good condition after the procedure.